Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Subsequently, it was reported that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.